Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedures included abdominoplasty, liposuction, fat grafting to buttocks. On (B)(6) 2017, breast hematoma was reported. Evacuation of hematoma, lower pocket, was performed on (B)(6) 2018. Resolved without sequelae on (B)(6) 2018. Resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of hematoma. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Hematoma is known inherent risk of the surgery/use of the device and included as possible complication in the adverse reaction section of the IFU. Not returned - remains implanted.